Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the residual foreign matter could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button (a) inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was sent back to olympus for repair, the customer did not know what the foreign material may have been. As per the customer, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer wiped / brushed the air / water nozzle with clean lint-free clothes / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no concerns about reprocessing. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the connecting tube had a dent, the adhesive on the bending section cover had a chip, the up / down knob did not move smoothly due to a deformation, and the connecting tube had a wrinkle. The following had a scratch: the scope connector cover unit, scope connector, protector of the universal cord on the scope connector side, universal cord, grip, scope cover, switch box, right / left knob, forceps elevator lever, forceps elevator knob, up / down knob, bending section cover, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope had a bad angle (insufficient angle). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.